Event description:
This case was reported by a consumer and described the occurrence of unk cause of death in (B)(6) female pt who received denture adhesive powder-double salt (corega ultra) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included dentures. Co-suspect medication included fluticasone propionate+salmeterol xinofoate (seretide-unk formulation). On an unk date, the pt started denture adhesive powder-double salt. On an unk date, the pt started fluticasone propionate+salmeterol xinofoate. On (B)(6) 2012, the pt died. The cause of death was unk. It is unk whether an autopsy was performed. The MFR's report number for this case is 9681138-2013-00018. Corega ultra (distributed as super poligrip in the united states, is manufactured in (B)(6), and neither the product nor lot number for this product is available. (B)(4).